Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to implant fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b2; b5; d7 d6: implant year: 2012.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Foreign country: (B)(6). Concomitant medical devices: 00596801452 62038496 lps flex femoral component-option for cemented use only nitrogen hardened size d right; unknown tibial tray. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inlay fractured. It is unknown when the fracture occurred. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.